Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that the patient suffered a minor dissection of the left femoral/iliac artery during insertion of the introducer. The pump supported the patient as intended once inserted; however, upon explant, it was noted that the perclose sutures failed along with the 8fr angioseal. To treat the conditions and properly seal the access site, a balloon tamponade was utilized.

Manufacturer narrative:
The investigation for the vascular damage and the access site bleed has been completed. Per the clinical information provided, the sheath was swapped for a longer sheath due to stenosis of patients access vasculature which would likely have caused the sheath to dissect the femoral artery. The bleeding at the access site was a result of the minor dissection of the "uncontrolled arteriotomy". Due to it not being adequately closed/ controlled, the bleeding continued. Therefore, the root cause of the vascular damage issue was most likely patient condition related to patients diseased vessels. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 corrections to the initial MFR report: added-d6a/d6b.